Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('excessive bleeding/ heavy bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune.') In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. On (B)(6) 2011, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion hospitalization), mental disability ("mental health suffered terribly") and suicidal ideation ("got suicidal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the genital haemorrhage and auto-immune disorder had resolved with sequelae. At the time of the report, the pelvic pain, mental disability and suicidal ideation outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, mental disability, pelvic pain and suicidal ideation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('excessive bleeding/ heavy bleeding'), pelvic pain ('pain') and autoimmune disorder ('autoimmune.') In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion hospitalization), mental disability ("mental health suffered terribly") and suicidal ideation ("got suicidal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the genital haemorrhage and autoimmune disorder had resolved with sequelae. At the time of the report, the pelvic pain, mental disability and suicidal ideation outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, mental disability, pelvic pain and suicidal ideation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.